Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was undelivering the insulin and experienced hyperglycemia. The customer reported that the insulin pump does not seem to putting the right amount of insulin because they were not able to bring down the blood sugar. The customer reported that the high blood glucose level was 25 mmol/l. Troubleshooting was not completed at the time of call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.